Event description:
Dealer alleges that the joystick is shutting down. They play with the cable and it comes back on.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.